Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device did not work was confirmed. An assessment was performed and it was observed that the device failed the console display rotational speed (rpm) assessment in the forward (actual reading: 34,000; specification: 80,000 rotations per minute rpm) and reverse (actual reading: 30,000; specification: 80,000 rpm) directions and that the console gave an e6 error approximately 10 seconds after running the device. During repair, it was observed that the motor was worn out. It was determined that the low console rpm and e6 error were caused by a worn out motor. The assignable root cause of this condition was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing, it was observed that the motor device did not work. During in-house engineering evaluation it was determined that the device failed the console display rotational speed assessment in the forward (actual reading: 34,000; specification: 80,000 rpm) and reverse (actual reading: 30,000; specification: 80,000 rpm) directions and that the console gave an e6 error approximately 10 seconds after running the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.